Manufacturer narrative:
Evaluation of belt sn (B)(4) was completed by the distributor. Upon evaluation, the belt failed a pulse test. Upon investigation, both sets of pulse wires were found to be exposed in the distribution node and components esd700, l1, and l2 were damaged on the dn pca. The root cause of the exposed pulse wires and damaged components was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed a pulse test during the evaluation of the electrode belt for an unrelated issue.